Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm inaccuracy which occurred 3 days after the sensor was inserted into the thigh. On (B)(6) 2024, the patient¿s cgm was reading 207 mg/dl and the bg meter was reading 40 mg/dl. The patient was feeling dizzy and was diaphoretic. Due to the inaccuracy, the patient¿s husband called emergency medical service. Emergency medical service arrived, and the paramedics administered a glucagon injection to the patient. The patient recovered at home and was not transported to the emergency room. The patient was in stable at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.